Manufacturer narrative:
The reported event of elevated capture threshold was not confirmed. Final analysis found the complete lead was returned in one piece. Visual inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, elevated capture threshold was detected on the right ventricular lead. The lead was explanted and replaced to resolve the issue. No patient consequences were noted.